Manufacturer narrative:
The device was returned for evaluation. During evaluation, it was determined that the lumen which the customer noticed did not present a hole. Instead, a condition generated during the lumen molding process was identified. This condition does not compromise the integrity of the product, as no leakage was detected, confirming that it is not a hole. The root cause of this was a manufacturing error. During the skiving operation, the cut was incorrectly performed on the larger diameter channel, which resulted in the reported nonconformance. If any additional relevant information is identified, it will be submitted in a suplemental report.

Event description:
Complainant alleges "I have a redick cholangiocatheter that was used during a case, and it was found to have a microscopic hole in the catheter above the black line markings."

Manufacturer narrative:
The device is in process of being returned, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.